Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, while suturing, the needle popped off prematurely. Another suture was opened and used to complete the case. There was no patient injury.